Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("very hemorrhage periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("very tired"), dizziness ("dizziness"), arthralgia ("joint pain"), headache ("significant headaches more and more frequents") and dry eye ("eye dryness"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, fatigue, dizziness, arthralgia, headache and dry eye outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness, dry eye, fatigue, headache and menorrhagia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed 901 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.